Event description:
It was reported that the during routine follow up, high ventricular threshold and decreasing r wave values were observed. No anomaly was found via x-ray. The patient and the lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.